Manufacturer narrative:
Device evaluation: the pump investigation included priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per specification. Based on the results of the investigation, the reported issue was not confirmed. Internal complaint number: (B)(4).

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient began to experience flu-like symptoms. A reservoir volume higher than expected in the pump was observed on (B)(6) 2016. On (B)(6) 2016, a catheter access port (cap) study was performed and no catheter issues were observed post cap study. The pump was later explanted on (B)(6) 2016 and returned for evaluation.